Manufacturer narrative:
Additional information in d10, h3, h6. H10:the device was received for evaluation. A visual inspection with the naked eye noted a pin hole in the silicone tubing. The reported condition was verified. The cause of the condition was due to animal damage. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "pinhole" was observed on a transfer set assembly, which resulted in a leak. This was identified by the patient at the patient's home while use for peritoneal dialysis therapy. The exact location of the "pinhole" was not specified. The transfer set had been in use for two (2) months. As a result, the transfer set was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.